Manufacturer narrative:
Suspect device: coaguchek test strip lot 406a.

Event description:
Caller states the pt tested >8.0 inr on the coaguchek test system and 4.4 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system; however, caller advises no strips are available for return. Coaguchek test system: meter, strip lot 406a, exp 03/31/2008, cat/3116247.